Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose. Customer also experienced no delivery alarms and found that cannula was bent. Customer¿s blood glucose at the time of incident was 488 mg/dl and 583 mg/dl, which were treated with manual injection. Customer¿s blood glucose at the time of call was over 600 mg/dl. Customer has symptoms of high blood glucose; customer experienced frequent urination. Troubleshooting was performed and customer reported that there was no cloudiness of insulin but the reservoir was almost empty. Infusion set was changed every 2 to 3 days as recommended. After troubleshooting, customer would change insulin and test blood glucose. Insulin pump would not be returned.